Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a pocket site pain due to weight loss. The patient underwent a pocket revision, and the implantable pulse generator (ipg) remains implanted. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.